Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient had a ventricular tachycardia (vt) along with atrial fibrillation, which resulted in syncope. It was noted that the rhythm ID and enhancements were turned off due to the intent of therapy to be delivered when it comes to this implantable cardioverter defibrillator (ICD). The patient had received cardiopulmonary resuscitation (CPR). The true rhythm was not able to be determined, while the electrocardiogram showed possibly sinus ventricular tachycardia (vt), while the electrophysiologist thought this could be true ventricular tachycardia (vt). Additional information noted that the patient underwent a heart transplant and no longer has this device. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that due to the patient receiving heart transplant the device may have been discarded and thus will not be returned.